Event description:
It was reported that during procedure, the subject stent delivery wire was in a loop and was closed with distal capture coil. While unsheathing the subject stent delivery wire, it was not released from the capture coil. The subject stent could be released but while recapturing the subject stent delivery wire, the subject stent was stuck at the distal capture zone and removal of stent delivery wire caused fractured to the distal part of subject stent and forth shortening. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during procedure, the subject stent delivery wire was in a loop and was closed with distal capture coil. While unsheathing the subject stent delivery wire, it was not released from the capture coil. The subject stent could be released but while recapturing the subject stent delivery wire, the subject stent was stuck at the distal capture zone and removal of stent delivery wire caused fractured to the distal part of subject stent and forth shortening. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 expiration date ¿ added. D4 gtin ¿ added. H4 manufacturing date ¿ added. Due to the automated mes system, there are controls in the manufacturing process to ensure the product met specifications upon release. The visual and functional inspection could not be performed as the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The event description indicates "leading wire of flow diverter was in a loop which was closed with distal capture coil. While unsheathing wire was not release from capture coil. Flow diverter could be released but while capturing the wire with microcatheter, due to issue with wire which was stuck in distal capture zone, removal of wire caused fracture of distal part of flow diverter and forthsorthening. Another fd was then placed". Additional information states the delivery wire which was stuck in distal capture zone and was not released from capture coil, the delivery catheter and pusher was purged with sterile saline and it was verified that fluid exits the end of the delivery catheter and pusher, the position of the delivery catheter was confirmed by visualizing the radiopaque markers, the position of the flow diverter implant was confirmed between the two marker bands, there was no reported resistance during advancement of the stent delivery system through the patient¿s anatomy and the flow divertor will was not returned as it is implanted. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported ¿stent deformed¿, 'sdw friction' and 'stent broken/fractured during use.